Manufacturer narrative:
The affected device was examined onsite by the dräger service who replaced the ecd display bundle. The replaced part and the log file were made available for further investigation. Based on the log file analysis the reported event could be verified. The log file analysis showed that the device was not in use on the reported date of event. However, the log file analysis revealed a temporal malfunction of the touchscreen of the display on the (B)(6) 2024 during an active ventilation. The examination of the returned ecd display bundle could confirm the temporal malfunction of the touchscreen. After replacement of the ecd display bundle the device was tested and confirmed to be operating as per manufacturer´s specification. In case of a touch screen failure, the access to the device is significantly reduced for the user. The ongoing ventilation is not affected by an unresponsive touch screen and continues as set. Safety-relevant parameters such as fio2, minute volume or the airway pressures are displayed in the ad.

Event description:
It was reported that the touch screen was not working. There were no health consequences for the patient reported.